Event description:
A user facility reported that after two years postoperative the haptic on an intraocular lens (iol) broke. It was reported the iol became decentralized. A vitrectomy was performed and a new iol was implanted. Visual acuity was 20/60 on 7/1999.